Event description:
Additional information was received indicating that the patient is being schedule for re-implant. Therefore it is likely that the infection has since resolved. Re-implant is likely but has not occurred to date.

Event description:
The patient was re-implanted on (B)(6) 2012.

Event description:
Additional information was received on (B)(6) 2011 indicating that the patient was scheduled for surgery for a possible removal of the vns devices due to the infection. The surgery took place on (B)(6) 2011 and both the lead and generator were removed. Attempts for additional information have remained unsuccessful.

Event description:
It was reported that, following a generator replacement procedure on (B)(6) 2011, the patient developed an infection. The patient's surgeon decided to treat the infection with medication rather than remove the device. Additional information was received from the surgeon's office indicating that the patient was last seen on (B)(6) 2011. At that time, the infection was still present, however, it was reported that the patient had improved. The patient was prescribed additional antibiotics at that time and will follow up with the surgeon again at a later date. It was also indicated that cultures had been taken, however, the results were unknown. The device history records were reviewed confirming sterilization of the lead and generator prior to distribution. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.